Event description:
It was reported that during the implant attempt, the lead dislodged while slitting the sheath. The lead was not used. No patient complications have been reported as a result of this event.